Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot review cannot be performed.

Event description:
The event involved a 12 in (30 cm) appx 1.6 ml, ext set w/3-gang nanoclave¿ stopcock w/nanoclave¿, spin luer where it was reported the central venous catheter (cvc) found with blood back flowed into it. Medication bridge extension set found with cap broken off port, inner spring on end of port precedex was infusing into bed. There were patient involvement and no patient harm.